Event description:
It was reported that the clips delivered but applier hard to fire. Only one or two clips were released before be jammed in the applier. The same event occured with the second device used. Another like device ws used. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/23/2007. Evaluation summary: the er320 instrument (a) was returned with the jaws yielded, empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the er320 instrument (b) confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Yielded jaws: although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." The batch record was reviewed and no anomalies were noted during the manufacturing process.